Event description:
It was reported that the patient had to have a revision on her implantable neurostimulator (ins) that was implanted in february because her ins had turned and flipped. The revision was in mid-(B)(6) and the doctor had to go in and flip the ins back and made a new incision/pocket for the ins because the patient was prone to infections. The patient was also given antibiotics at that time.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).